Event description:
It was reported that the patient had three inappropriate shocks due to oversensing of noise via a left ventricular assist device (lvad). The shock impedance was up around 124 ohms. Also, there was a temporary loss of telemetry. The clinic has programmed the therapy off for now but will work with the doctor on getting the lvad and this system working together. There were no additional adverse patient effects. The system remains implanted.